Manufacturer narrative:
Section requested, however not provided. The customer¿s report stated issue of ¿burning smell¿ was confirmed during inspection, the left iui showed signs of thermal damage and was internally shorted between pins 13 and 14. Upon inspection, the left iui showed signs of thermal damage and dried fluid and the rear case was partially melted from the thermal event that took place in the left iui. Functional testing could not be performed with the original left iui due to the thermal damage that was observed in the iui connector. The iui date code was 10-2018 (B)(6) 2018) indicating that the iui is approximately one year old. The left iui was replaced on the source pcu and functional testing consisting of iui connection and infusion testing were performed. Testing found the cad pump modules were able to connect to the source pcu and could now be programmed to infuse, the pcu was now operating as expected. The proximate cause of the customer¿s complaint of a burning smell is believed to be the result of a thermal event from the female iui becoming shorted.

Event description:
It was reported that the nurse noticed that the pcu had a burning smell. The nurse switched to another pump module and the pcu continued to have a burning smell. The pcu with 2 pump modules attached to each side was sent to biomed. When the biomed department turned the pcu on, it displayed a system error code 133.6090 and then began to smell of something burning. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse noticed that the pcu had a burning smell. The nurse switched to another pump module and the pcu continued to have a burning smell. The pcu with 2 pump modules attached to each side was sent to biomed. When the biomed department turned the pcu on, it displayed a system error code 133.6090 and then began to smell of something burning. The customer further stated that there were no adverse effects caused to the patient from the event.